Event description:
On 01/26/2001, the facility's central supply supv informed the MFR's rep of the following: the pt's device broke and a segment of the device migrated to the pt's heart. No further details are available at this time.